Event description:
As the 6 french guiding catheter was removed from the packaging, some fraying was noticed at the distal end. The device was never used on a patient as the defect was noticed before patient contact.